Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of distal gold tip detach. Block h10: investigation analysis: an injection gold probe was received for analysis. Visual evaluation of the returned device revealed that the distal tip was detached; the detached tip was received for analysis as well. No other issues were noted. The returned device showed evidence of bending and torsion and it is probable that handling and manipulation of the device during use could have contributed with the damage observed on the device. Patient anatomy and customer maneuvering of the device to reach the intended location could have contributed with the event. Based on the information available and the analysis performed, the most probable cause of the reported event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the device was placed through the scope and the foot pedal was hit to give the gold probe its energy, the distal gold tip of the gold probe detached and fell inside of the patient. The gold probe tip was retrieved using a rothnet. The procedure was completed with another injection gold probe needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the device was placed through the scope and the foot pedal was hit to give the gold probe its energy, the distal gold tip of the gold probe detached and fell inside of the patient. The gold probe tip was retrieved using a rothnet. The procedure was completed with another injection gold probe needle. There were no patient complications reported as a result of this event.